Manufacturer narrative:
The device was not returned for evaluation. Photo was provided and although reported as second degree burn it looks more like skin stripping for it is around the edge of the pad. Not returned.

Event description:
A female had arthroscopic hip surgery on (B)(6) 2016. The patient was in a dorsal (supine) position during the surgery. Two 3m electrosurgical universal pads were placed on the patient's calf. No skin preparation was reported. The duration of the surgery was two hours. After the surgery the electrosurgical universal pads were removed without difficulty. The woman was alleged to have a second degree burn consisting of red skin with blisters at the edges of one of the electrosurgical pads. The alleged burned area was about 15 cm in size. The area was treated with silver sulfadiazine; the patient was discharged from the hospital.